Manufacturer narrative:
Attempts to obtain additional information (i.e., angiogram and catheterization lab log or report) from the hospital were unsuccessful. Evaluation summary: laboratory evaluation of the returned angiosculpt catheter was performed. The catheter was returned with the guide wire intact. The returned guide wire was able to move freely though the guide wire lumen of the catheter without resistance. The separated distal tip of the catheter was returned intact on the guide wire and could not be moved on the guide wire. There was evidence of necking at the proximal end of the separated distal tip and also at the distal end of the distal bond. Segments of the returned guide wire (not manufactured by angioscore) were damaged (uncoiled and bunched up in an accordion fashion). Results: coronary artery dissection is listed as a possible adverse effect of the procedure in the angiosculpt instructions for use (IFU). Conclusions: there was a reported dissection that occurred during an attempt to cross the lesion with a 0.014" runthrough coronary guide wire. The angiosculpt catheter was completely withdrawn from the patient when the dissection occurred. Subsequent to this event, the distal tip of the catheter separated, outside of the patient, during an attempt to separate the withdrawn catheter from the guide wire. However, the distal tip separation did not cause or contribute to the reported dissection. There was a reported dissection; however it cannot be determined whether or not the use of the angiosculpt may have contributed to the adverse event.

Event description:
Angiosculpt 2.5 x 15 mm successfully scored a circumflex lesion. On an attempt to advance the angiosculpt down the circumflex lesion, the angiosculpt would not move. Unable to remove the angiosculpt device, the coronary wire and angiosculpt had to be removed as a single unit. Once outside the body, the angiosculpt device and coronary wire were welded together. During an attempt to separate the angiosculpt and coronary wire, outside the body, the tip of the angiosculpt separated. New runthrough 0.014" coronary wire attempted to cross the lesion, creating a dissection. The dissection caused the circumflex artery to become blocked. However, the wire was able to successfully cross the true lumen of the circumflex and a promus 2.5 x 12 drug-eluting stent (des) was placed.